Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was not able to pass through the septal puncture. A transseptal was performed using a radio frequency needle into the left atrium. The dilator then passed through the septal puncture, but the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small shaft did not. A different septal site was punctured again, but the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small shaft did not pass. The physician changed to a jll lefty, but it did not pass as well. Finally, only sl0 was able to pass through the septum and ended. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event was assessed conservatively as MDR reportable for a sheath shaft rough issue as the carto vizigo¿ 8.5f bi-directional guiding sheath - small would not pass through the septum; however, the slo did. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 21-sep-2022. There was no damage on the sheath that could produce the vasculature resistance. The device evaluation was completed on 01-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the sheath was not able to pass through the septal puncture. A transseptal was performed using a radio frequency needle into the left atrium. The dilator then passed through the septal puncture, but the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small shaft did not. A different septal site was punctured again, but the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small shaft did not pass. The physician changed to a jll lefty, but it did not pass as well. Finally, only sl0 was able to pass through the septum and ended. The procedure was completed without patient's consequence. The device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the soft tip was bumped. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The condition found could be related to the issue reported by the customer; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).